Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu *fluorouracil) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed "infusion complete". At that time, the nurse reported the container was fully. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.61ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml ((B)(4)). Based upon the data verified, hospira could not attribute the issue to the device. Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the service center. A review of the most recent programming indicates on (B)(6) 2012 at 1355, the device was programmed indicates on continuous only delivery in ml, at a 120ml/hr rate, a 5.7ml vtbi (volume to be infused), a 2ml/hr kvo rate, a 5.7ml container size. At 1357 the delivery was started. At 1400, an empty container alarm and an end of infusion alarm occurred and the delivery was stopped. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.